Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device,the pump was inspected and attached cassette onto the device it alarming "cassette not attached properly". Further investigation of the pump and determined that a faulty downstream occlusion sensor was the root cause of the issue. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device inspected the pump and attached cassette onto the device it alarming "cassette not attached properly". Further investigation of the pump and determined that a faulty downstream occlusion sensor was the root cause of the issue. The customer reported condition was confirmed. Problem source is unknown . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl 2120 was showing a error code stating cassette not latching. No adverse patient effects were reported.